Event description:
Additional information was received from the area representative indicating the patient underwent generator and lead replacement surgery due to a lead discontinuity. No patient manipulation or trauma was suspected to have contributed to the initially reported high lead impedance. The explanted generator and lead were returned to the manufacturer and currently undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that high lead impedance was received at a follow-up appointment along with the patient not perceiving stimulation in the office visit of (B)(6). The last known good system diagnostics were from (B)(6) 2011 and were within normal limits. The patient's device was disabled and x-rays were taken of the patient. X-rays were reviewed indicating the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. A lead break is visible at the lead bifurcation, where the tie-down was placed. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Analysis was completed on the returned generator and lead. Analysis of the returned generator indicated there were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the returned lead indicated a break was identified in the positive coil. Scanning electron microscopy images of the positive coil shows that pitting or electro-etching conditions have occurred at the break locations. However, due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abrasions were identified on the outer silicone tubing at multiple locations. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.